Event description:
The doctor claims that the graft leaked blood from its bifurcation. The quantity of blood lost through the graft was reported as minimal. The leakage was stopped by suturing the area of the leakage. Note: the complaint has been back reported, dates are approximated, no other info appears to be attainable at this time.